Event description:
It has been reported by an end user that a 9781 shower chair split in two while taking a shower and fell. The end user reports being sore for several hours on the right side of her body. No report of medical intervention being sought.